Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received additional information that the device was explanted and replaced approximately one month after the last device check. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an electrical storm where 11 appropriate shocks were delivered and the arrhythmia was successfully terminated. The patient presented for a device check after the episode. Interrogation revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The remaining longevity was 8 years, but this could not be confirmed. The patient was seen again one week later, and again nearly one month later, and the code 1003 had remained. Device data was to be submitted for engineering review. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.